Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6) 2024 palette life sciences received a notification of the following event from the [distributor], who received it from a [ hospital] in germany "during the use of the deflux pre-filled syringe, the thumb/finger rests broke".

Manufacturer narrative:
(B)(4). Additional information received on [september 20, 2024] from the [distributor] in germany, indicated that this same issue occurred in 9 additional syringes. Associated complaints submitted on october 18, 2024: 3014909464-2024-00024, 3014909464-2024-00025, 301490946 4-2024-00030, 3014909464-2024-00031, 3014909464-2024-00032, 3014909464-2024-00026, 3014909464-2024-00027, 3014909464-2024-00028 & 3014909464-2024-00029. Further additional information received on [september 24, 2024] from the [distributor], reported that in all cases there was a break of the syringe during instillation, in no case was there any injury to the user or patient and all the affected syringes are from the same batch. Complaint evaluation testing was performed from the samples returned. Ten full syringes of reported lot and none of the syringes have a broken flange and all ten syringes have no defects. Not possible to verify any quality defects. Picture: visual inspection has been performed of the provided picture in terms of overall appearance. Picture displays one syringe with approximately 0,8 ml gel still remaining inside with flange is broken off. Lot number is in accordance with report. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material which can explain the complaint. The most probable root cause could not be determined. The number of complaints on this batch is low. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
On 06-sep-2024 palette life sciences received a notification of the following event from the [distributor], who received it from a [hospital] in germany "during the use of the deflux pre-filled syringe, the thumb/finger rests broke".